Manufacturer narrative:
This complaint feeding tube breakage is confirmed. The catheter was observed both visually and tactually. The cut end of the sample exhibits an even, glossy cross sectional surface with distinct striations that are indicative of a scissor or scalpel cut. These traits are evidence the tubing had been cut with a sharp instrument. The distal end of the button that contains the dome was not returned for eval. Due to the condition of the sample a determination of the cause cannot be determined. A chr is not possible, as no mfg lot number info has been provided by the complainant.

Event description:
Found the device was torn from its shaft. The indwell time was one day. The device was unlikely to be torn by the patient under his/her condition. The internal bumper was dropped into the stomach and migrated towards the intestines upon noticing this incident.